Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article early trifecta¿ valve failure ¿ report of a cluster of cases from a tertiary care referral center (the journal of thoracic and cardiovascular surgery (2017), doi: 10.1016/j.jtcvs.2017.05.044), early pannus formation in the inflow portion resulting in 50 a decrease in the effective orifice area, and leaflet calcification concentrated around the posts in the outflow portion of the trifecta¿ valves causing restricted leaflet mobility or prosthetic regurgitation are important mechanisms contributing toward early trifecta¿ valve failure. Eleven cases were noted among 10 patients; of the 11 cases, 3 patients had prosthetic valve endocarditis, however, the product details were not provided. Of the 8 remaining cases, 6 valves were identified. Of the 6 valves that were identified, 3 were previously reported to sjm (now abbott); new events were created for the 3 remaining valves (sn (B)(4); per-2017-0082336, sn (B)(4) for this valve; sn (B)(4)). On (B)(6) 2012, this 21 mm trifecta valve was implanted. Due to the inability to match the valve with each outcome, it was impossible to discern the exact outcome of this particular 21 mm trifecta valve; however, one case of valve stenosis was reported for a 21 mm trifecta valve (patient doing well 5 months post-op) as well as second case of severe aortic regurgitation (patient doing well 8 months post-op) and a third case of mixed prosthetic valve disease (patient admitted for severe aortic stenosis; died from cardiogenic shock).